Event description:
When the zipwire was pulled back through the rigid ureteroscope the outer jacket peeled off. The physician was able to retrieve the piece from the wire.

Manufacturer narrative:
Evaluation/findings: as received, the specimen consists of the recovered, detached polymer jacket material from the clinically used, damaged hydro gw std s 150-035 device; returned loose in a specimen container, double-bagged within "zip-lock" style poly biohazard pouches. The specimen wire from the complaint event was not included for analysis. Dimensional verification: the specimen consists of the recovered, detached polymer jacket material from the clinically used, damaged hydro gw std s 150-035 device. No additional material was returned for analysis and therefore dimensional verification of the reported hydro gw std s 150-035 is not applicable. Observation findings: the returned polymer jacket material presents evidence of several cut/skive events from the device called out in the complaint narrative. An examination of the ends and edges of the recovered fragments indicates they were cut from the parent device with a sharp edge. As noted above, the device was not returned for analysis. As such it is not possible to determine the source locations on the parent device. Summary of findings: a review of the device history record of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect. The complaint narrative describes the event as, "when the zipwire was pulled back through the rigid ureteroscope the outer jacket peeled off. The physician was able to retrieve the piece from the wire". The report of damage is confirmed. As noted above, the returned polymer jacket material presents evidence of several cut/skive events from the device called out in the complaint narrative. Examination of the ends and edges of the recovered fragments indicates they were cut from the parent device with a sharp edge. As noted above, the device was not returned for analysis. As such it is not possible to determine the source locations on the parent device. At this time it is not possible to assign a definitive root cause for the event as reported. Based on the evidence presented by the sample and the information provided by the supporting documentation it appears that procedural and/or clinical factors contributed to the event as reported. Corrective action: lake region medical has no corrective action specific to the product mentioned above. It appears that procedural and/or clinical factors contributed to the event as reported. Preventative action: lake region medical has no preventative action specific to manufacturing this product differently.